Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was showing pressure not detected. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
In initial MDR ,type of report was incorrectly submitted it was initial 30 days corrected field : h6 ( medical device ¿ problem code ) updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) after checking unit found that, no issue in unit. Checked all possibilities in unit. Also performed all required tests, found ok. Unit observed for more than 3 hrs with trainer balloon. No issue found. Unit kept under observation for customer.

Event description:
N/a.